Manufacturer narrative:
11/14/1996- this device has not been returned for evaluation. If it is returned, results of the evaluation will be forwarded as follow-up to this report.

Event description:
During a cataract extraction procedure, this phacoemulsification handpiece would not aspirate. Another handpiece was used to successfully completed the procedure.